Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The filed service engineer (fse) confirmed the reported problem by review of the significant event log. The fse replaced sensor board which resolved issues the sensor pcb was returned for failure investigation and the reported issue was duplicated. The root cause was isolated to the r76 board being out of adjustment which created the reported issue this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a high internal o2 alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.